Event description:
Patient was revised to address pain and a broken lps diaphyseal sleeve and base. Upon review of the xray, it was determined only the taper of the diaphyseal sleeve was broken. It was noted that the patient fell several weeks prior.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
Although the device was not returned for examination, review of the provided radiographs confirm the reported fracture. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.